Manufacturer narrative:
Per tandem's user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was exposed to water, and subsequently, the pump touchscreen began to ¿flicker¿. The customer's blood glucose was 125 mg/dl. At the time of the report with tandem technical support the touchscreen functioned as intended; therefore customer continued to use the pump for insulin therapy.